Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in section is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, thrombosis, embolisms and pulmonary embolism. Additionally, the patient will continue to be on anticoagulation therapy. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, thrombosis, embolisms and pulmonary embolism. Additionally, the patient will continue to be on anticoagulation therapy. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of chronic deep vein thrombosis. The filter was deployed via the right common femoral vein. The filter was placed below the renal veins without difficulty. The patient tolerated the procedure well.   Information received per the patient profile form (ppf) states that in addition to the previously reported events the patient also experienced blood clots, clotting and occlusion of the inferior vena cava. The patient became aware of these events three years and seven months after the index procedure. A computed tomography (CT) scan revealed the presence of a pulmonary embolism. Another CT scan noted occlusion and thrombosis/embolism. A later scan reported her filter had tilted. The patient continues to experience emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, thrombosis, embolisms and pulmonary embolism. The patient also reports experiencing blood clots, clotting and/or occlusion of the inferior vena cava and emotional distress and anxiety. The patient became aware of these events three years and seven months after the index procedure. The indication for the filter implant was a history of chronic deep vein thrombosis. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. The patient reportedly tolerated the procedure well. The information provided indicated that at an unspecified time the patient underwent a computed tomography (CT) scan that revealed the presence of a pulmonary embolism. At some point in time another CT scan noted occlusion and thrombosis/embolism and a later scan reported the filter had tilted. The patient¿s medical history and imaging have not been provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.